Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced perineal discomfort and that the aus may have caused or contributed to this issue. No action was taken by the medical facility. No additional patient complications were reported.